Event description:
It was reported impedance readings were ¿not true open circuits but they were higher than expected" on (B)(6) 2013. It was stated the patient was unable to turn the stimulation up to the point where they used to be because it felt uncomfortable. It was noted they felt uncomfortable where the patient had stimulation coverage. It was noted the patient had coverage in the right spot. It was noted the patient had their implantable neurostimulator ¿changed out¿ in (B)(6) 2013. It was noted an issue with the lead was suspected at the time of report. It was further reported the patient was reprogrammed to a lower rate. It was noted there were no malfunctions that were seen and the cause of the issue was not determined. It was stated the patient would be scheduled for surgery to test the lead and extension. It was noted the date of surgery was unknown. It was noted the patient received therapy but they were unable to increase the amplitude above 1.0v.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_lead, product type: lead. (B)(4).